Manufacturer narrative:
Section a2, a4 and a5: not provided as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as the laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser system is not an implantable device. Section h3: the field service engineer (fse) was onsite to resolve the excimer laser system issues. Fse replaced the direct current (dc) power supply, thyratron, high voltage (hv) cable, hv choke, and the trigger board. System performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their excimer laser system will not boot up. No patient involvement was reported. Upon visiting the location, the field service engineer (fse) noticed that the system failed to boot up and experienced laser misfires.

Manufacturer narrative:
Corrected data: upon further review it was determined that section h4. Device manufacture date, section h6 component codes, and investigation findings in the initial report were inadvertently provided. The correct date for section h4 is dec 8, 2008. The correct codes for section h6, component codes, 498, 4756, 423, and 427. The correct codes for section h6, investigation findings, 610, and 120. Therefore, this supplemental report is being submitted to provide the correct data. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.